Event description:
In 2008, the patient reported that she is experiencing air bubbles in her insulin cartridges. She stated that she uses room temperature insulin and no air bubbles are present in the insulin cartridge prior to insertion into the infusion device. She stated that bubbles form when the insulin cartridge is inserted into the infusion device. The patient was assisted with changing the insulin cartridge and priming all air bubbles from the system. She reported that her blood glucose has been elevated for 3 days and she used injection therapy. She was reluctant to provide details of elevated blood glucose readings. Her blood glucose ranged from 130-399 mg/dl. The patient requested additional training. Upon follow up the next day, the patient stated that she was still experiencing elevated blood glucose. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.